Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred and a new sensor session was unable to be started. There was no reported impact to the customer¿s blood glucose level. Customer reported that the issue was resolved. Multiple attempts were made to obtain additional information from the customer; however, no additional information was provided.